Event description:
During a coronary stenting procedure it was reported that the pt died. The lesion located at the lad/ddisgnonal bifurcation was predilated. The physician implanted the 3.5x24mm liberte coronary stent. After stent implantation, the coronary artery ruptured at the level of the stent placement. This event resulted in a deteriotation pf the clincial state and eventually the pt died. The reporting physician felt this event could be related to breakage of a stent strut. Additional information has been requested but has not been recieved.